Manufacturer narrative:
Unit passed rewind test, basic occlusion test, prime/a33 test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.